Event description:
Medical staff reported rupture. This relates to the left side. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
Medical staff reported rupture. This relates to the left side. Device has been explanted.

Event description:
Explanting physician reported rupture. This relates to the left side. Device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Device evaluation: "based on the device analysis grid, the assessments of the complaint are: rupture: no observed rupture on the device. Additional observations: crease fold observed on the device. Yellow particles observed on the device. No further actions are required as the device was implanted." Additional, changed, and/or corrected data.

Event description:
Healthcare professional reported, rupture. This relates to the left side. Device has been explanted and replaced with a non-allergan device.